Event description:
Spinal anesthesia with braun spinal needle tray. Lot 60857982. During placement. 25 mg fentanyl added to bupivacaine 10 mg. During onset of analgesia pt had severe bilateral leg pain. Normal recovery.